Event description:
The customer reported between five to ten milliliters of clear blue fluid leaked outside the instrument from tubing ff124 and occurred only during system shutdown involving the coulter hmx hematology analyzer with autoloader. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The laboratory has an exposure control/risk management plan in place. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered a hole in the tubing through pinch valve pv37. The fse replaced the tubing and resolved the fluid leak issue. Service activity performed was verified per established procedures. The instrument conformed to the manufacturer's published specifications. (B)(4).